Event description:
New information received notes physician noted that the far field events occurred only very few times and for very few beats, therefore elected not to make any programming changes and to continue to monitor the patient. Patient was fine after device check.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported atrial oversensing on the ventricular channel was noted in a non-sustained ventricular oversensing episode. It was observed that crosstalk occurred when there was atrial pacing and when the patient did very little atrial pacing. Programming changes were discussed. Patient was discharged.